Event description:
It was reported by the user facility, "the cautery was used to mark the location of a tear on the sclerotic in a detachment of the retina. It did not function as usual. At the same level on the rheostat, it overheated which lead to the incident. The outcome of the incident was a perforation of the sclerotic of the chroid and leaking of the vitreous body."